Event description:
Affiliate reports that swelling was identified around the valve mechanism. The shunt was explored and found to be fractured between the valve mechanism and siphonguard. A fracture observed in situ before the unit was removed. Codman us only made aware of this complaint on 2/27/2006, therefore, as a result this report is being filed late.

Manufacturer narrative:
Additional information received by the affiliate on 7/26/2006, indicates that the correct catalog number is 82-3100 and not 82-3136 as initially reported. As previously reported , the valve conformed to all specifications prior to being released to stock in july 1994. Trends will be monitored for this and/or similar complaints. At the present time, this complaint is considered closed.